Event description:
I use the dexcom g7. Several nights, it awoke me to serious glucose lows. I checked with the finger prick and it was off threes times the real blood stick. Twice I had them quit before the ten days are up. I thought I had a bad lot. Some said my glucose way too high so I did insulin trusting that they are new devices. They were over by at least twice the real finger stick. This isn't good when you trust the device. I was awaken many nights for these reasons and have been on errands and it malfunctions. I called the company. They sent me at least three new ones this month. When you call them, they explain something about "white" fluid in my arm. I do not take the meds they say hinders them. This is a serious matter. Unfortunately, I threw them all away but dexcom has the dates and serial numbers. Pt code: 1912. Device code: 2459. Ref report: mw5177969.